Manufacturer narrative:
Follow-up #1: date of submission 03/18/2016. Device evaluation: the device has been returned and evaluated by product analysis on 03/07/2016 with the following findings: call service alarm 069 was reproduced during the rewind step of the testing. The call service alarm 069 indicated a language file corruption upon retrieval of the language text and was recorded in the black box as a call service alarm 087 failure. The error is resident to a u39 flash chip. Unrelated to the original complaint, the battery compartment was noted to be cracked.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that there was a call service 069 alarm. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.